Event description:
The pt called alleging that the meter displays an error 2 message. The pt was unwilling to troubleshoot with customer services. The pt mentioned that sine they received the error 2 message. They contacted their physician who advised them to contact lifescan (lfs). The pt took the test strips back to the pharmacist, and the pharmacist instead a clean test strip into the subject meter and obtained the error 2 message. The test strips were in good condition and the technique of applying blood on the test strip was correct. An error 2 message could be caused either by a used test strip or a problem with the meter. Customer service sent the pt two new vials of test strips and if the issue persists, the pt will contact lfs. This case is being reported as a malfunction, since the error 2 appeared even after inserting a clean test strip into the meter.